Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue could not be tested during the returned device analysis. A broken gripper line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and the returned device analysis, the reported gripper actuation issue appears to be a result of the observed broken gripper line. The observed gripper line appears to be due to the user manipulation/technique during the procedure and/or procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and grasping of the leaflets was attempted. After three grasping attempts were made, the gripper arms did not move anymore. The grippers were fixed in between the upper and lower position approximately 90 degrees and could not be moved in either direction. The clip was not implanted and the cds was removed. A new cds was used to complete the procedure. Two clips were implanted, reducing mr to 1. The patient is in stable condition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.